Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump suddenly went blank with no alarm or warning. Customer's blood glucose was 4.4 mmol/l. Caller was advised to change battery and call back if issue is not resolve. Caller was advised that battery cap would also be replaced.